Event description:
Same case as #6000093-2006-00378, 6000130-2006-00049 post a coronary drug eluting stenting treatment procedure, a wire fracture and a thrombosis occurred. Two taxus express2 drug eluting stents were placed in the left anterior descending aretery. A pt choice guidewire was crossing two "crushed" taxus monorail stents in a bifurcation lesion. The wire prolapsed three times. The pt choice floppy tip separated from the wire while in the left anterior descending artery. The physician attempted to retriee the separated tip and was successful after two hours. The procedure was performed in the morning and the patient returned that afternoon with an acute thrombosis in both the taxus stents. The patient was sent for surgery.